Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. On (B)(6) 2012 the patient underwent a mesh revision/removal due to sling erosion, dyspareunia and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced dyspareunia. On (B)(6) 2012 the patient underwent a cystoscopy due to vaginal sling erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with anterior colporrhaphy, posterior colporrhaphy, cystoscopy due to sui, cystocele and rectocele, symptomatic pelvic relaxation, low closure urethral pressures. No additional information was provided.